Manufacturer narrative:
Reported event: the reported device, 4.0mm x 80mm bone pin, was noticed to have been fractured and the tip left in the tibia. There was no communication of surgical delay as the discovery took place while reviewing a post op x-ray device evaluation and results: not performed as the device was not returned for evaluation. Complaint history review: unable to perform as the device was not returned and the lot # not identified. Conclusions: the failure was confirmed without the evaluation of the returned device. Bone pins are known to break during use and have been designed with implantable grade materials. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
Broken tip of an 80mm x 4mm pin in the tibia, during mako pka case. Surgeon noticed it on a post op x-ray.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken tip of an 80mm x 4mm pin in the tibia, during mako pka case. Surgeon noticed it on a post op x-ray.